Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the device broke off while impacting the size 2 tibial baseplate and ¿this plastic piece does not fit into the size 2 tibia and should be adjusted to fit the size 2¿. Reportedly, the procedure was completed with the same device without delay or patient injury. Responses to information requests have not been received as of the date of the medical investigation and the clinical root cause could not be concluded. Patient impact beyond the reported device breakage could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable, damage may occur during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, when impacting the size 2 tibial baseplate trial, the grey plastic protection piece broke and came off. This plastic piece does not fit into the size 2 tibia and should be adjusted to fit the size 2. There was no delay. Procedure was completed with the same device.